Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia due to not receiving insulin because insulin pump died. The customer¿s blood glucose level was 400 mg/dl and treated with bolus using the insulin pump. Customer stated that they tried to put a battery in but it did not turn on. Customer stated that the reservoir shows insulin and battery shows green and there was no block icon on the insulin pump. Customer stated that the sensor icon also shows a red cross. Customer declined to troubleshooting for blank display and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device was programmed with test guardian 3 link and a test plug. Device was able to locate and connect to sensor. The device communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. (B)(4).